Manufacturer narrative:
(B)(4). The device has been requested but not yet received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. Visual examination of the unit showed no signs of blockage or abnormality in the delivery tubing or the bladder. Upon sample receipt, flow was readily observed at the luer. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which no flow was observed during filling. There was no force priming attempted. The device was filled with 5-fluorouracil and saline. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.